Event description:
It was reported that patient has high impedance. There is no notation of trauma to the area. The patient is not experiencing any increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported patient had a full revision due to high impedance. The impedance was within normal limits after surgery. The explanted products have not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for explanted lead was reviewed. The lead assembly was returned for analysis due to fracture of lead, which was confirmed. During the visual analysis of the 2nd portion, the ring coil was found to be broken. The broken coil ends appeared dark, pitted, and showed signs of metal dissolution. Due to the condition of the coil ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions was performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer tubing, in some areas. No obvious point of entrance was noted other than the identified tube opening and the cut ends of the returned lead portions. Other than the abraded opening, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.

Event description:
It was later reported that the explanted products were received into product analysis. Product analysis (pa) for explanted generator was reviewed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. The battery was not low. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Internal generator data showed that high impedance was seen prior to the day of clinic. Product analysis for the lead has not been completed to date. No other relevant information has been received to date.